Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen 5 assay on a cobas 8000 e 801 module. The sample initially resulted in a troponin t value of 350 ng/l. The sample was repeated on a second e 801 analyzer, resulting in a troponin t value of 10.4 ng/l. The sample was then repeated on the initial analyzer using a different reagent pack, resulting in a troponin t value of 9.39 ng/ml. The result of 10.4 ng/ml was deemed correct. The questionable result was reported outside of the laboratory. An amended report was issued. The troponin t reagent lot was 64241201 with an expiration date of 30-nov-2023.

Manufacturer narrative:
The field service engineer checked the analyzer and decontaminated the procell flow path. Instrument and precision testing were performed; all results were within specifications. The investigation is ongoing.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was acceptable with no alarms. Quality control recovery was within range on the day of the event. Upon review of the alarm trace, abnormal aspiration, abnormal measuring cell condition, sample shortage, sample foam detection, and abnormal aspiration alarms were observed. No further issues were reported after the service visit. The investigation determined the service actions performed resolved the issue.